Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection occurred due to vegetation on valve. The implantable pulse generator (ipg) system was explanted, and the patient treated with drainage procedure and antibiotics administered. No further patient complications have been reported as a result of this event.